Event description:
The customer reported that she had gone to bed with a bg of 107 mg/dl but woke up in the middle of the night with a reading of 405 mg/dl. She immediately administered a correction bolus. One hour later, however, her bg levels continued to rise (greater than 500 mg/dl); she took sick and was taken to the hospital where she was admitted for dka. The pod was removed and she was placed on an insulin drip. No product will be returned for evaluation as the pod was discarded at the hospital.

Manufacturer narrative:
The device involved will not be returned to the manufacturer for evaluation. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The omnipod user guide instructs users to check blood glucose levels frequently, so that they're able to notice and react quickly and appropriately to any issues. The user guide also suggests that the patient always carry extra supplies in case of an emergency.